Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, implanting the device too close to the targeted nerve, migration, and inadvertently puncturing bone or tissue during the procedure have been ruled out. The implanting clinician believes the atrial fibrillation is due to the anesthesia the patient received during the implant procedure. The stimulator is used to treat pain. The cause of the atrial fibrillation is due the anesthesia the patient received during the implant procedure which is unrelated to the curonix device (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required at this time. Other adverse events issue rates will continue to be tracked and trended.

Event description:
An implant procedure was performed on (B)(6) 2025. The patient was reportedly hospitalized the night of their implant procedure due to new-onset atrial fibrillation. The patient was hospitalized for one night, discharged the following day, and is currently being follow by an outpatient cardiologist. On (B)(6) 2025, the patient appeared fine, therapy was established, and the patient will continue to follow up with cardiology. Additional information was received on march 17, 2025. The patient followed up with their cardiologist who stated the patient is not in atrial fibrillation anymore and they are fine. The patient has a follow-up appointment with the implanting clinician on (B)(6) 2025 to check on their program settings.